Event description:
It was reported that 860 luer lok syringe bulk non-sterile has an incorrect label. The following information was provided by the initial reporter: "we have a signal from our quality department that we have received a different syringe with the delivery. Could you please clarify that the both articles are 301035? The correct syringe should be 60 ml, not 50.".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for material number (B)(6)and lot number 9275241. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were received for evaluation by our quality team. In one photo there are 50ml syringes and in the other photo 60ml syringes. Both photos are correct. The products received by the customer marked as 50ml are the new material number (B)(6). Bd recently transitioned this syringe product from 60ml to 50ml and the 60ml syringe has been discontinued. It appears the customer has not been informed of the transition.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 860 luer lok syringe bulk non-sterile has an incorrect label. The following information was provided by the initial reporter: "we have a signal from our quality department that we have received a different syringe with the delivery. Could you please clarify that the both articles are 301035? The correct syringe should be 60 ml, not 50."